Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump gave audible alarms every few minutes with no alarm codes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found software testing related call service alarm on the complaint date. On investigation, the pump powered up and functioned properly. No tactile issues were found with the keypad buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The reported call service alarm issue was verified in the black box but not duplicated during the investigation.